Event description:
The user facility reported to terumo corporation that "gas flushing" (increasing the gas flow rate) to 5 l/min for 45 seconds was performed during a pediatric case. The gas flushing was performed in an attempt to elevate the pao2 to more than 230 mmhg; however, the performance of the oxygenator was not easily improved. The procedure lasted approximately six hours. Conditions during extracorporeal circulation were as follows: blood flow volume: 1.6 l/min; room temperature: 18°c; humidity: 60% - 75%; blood temperature: 27 - 28°c; svo2: greater than 80%; v/q: 1:2; fio2: 60%(pump started), 80%(pump off); pao2: less than 200 mmhg/every 30 minutes; end pao2: 164 mmhg. No known impact or consequence to patient. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, and investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). The information for use (IFU) states: "do not use this product for a period in excess of six hours. Excessive use for over six hours may lead to plasma leak and thrombi formation, which may compromise the gas exchange performance." "A phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or decrease in pao2 and/or increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 5 l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved."

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 18, 2013. Upon further investigation of the reported event, the following information is new and/or changed: (follow-up report is due to additional information and device evaluation). (B)(4). The actual sample was returned and evaluated. Performance testing of the device included pressure loss (with normal saline), appearance (of the fiber bundle), and gas exchange performance (with bovine blood and with 37 degree venous blood). No abnormalities were noted during any of the testing. Pao2 was measured under the same circulation conditions as reported by the user facility, but the cause of the low pao2 could not be determined. A review of the device history record revealed no product or manufacturing related anomalies. The information for use (IFU) states: "do not use this product for a period in excess of six hours. Excessive use for over six hours may lead to plasma leak and thrombi formation, which may compromise the gas exchange performance." "If water condensation and/or decrease in pao2 and/or increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 5 l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved." (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2013-00129 to provide additional information regarding the results from the evaluation of the involved device.